Manufacturer narrative:
No parts have been returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility discovered that there was a blackened discoloration mark on the cover of the distribution board. This was noticed during inspection of the unit by the biomed. A patient was not connected to the machine at the time of the incident. Follow-up information with the biomed confirmed that there was no burning smell, no indication of any flames or sparks, and no melting of any components or to the wires or wire insulation. The biomed provided pictures of the reported damage which was stated to show visual evidence of possible thermal problems with the acid and bicarb pumps. The pictures showed discoloration damage to the cover of the distribution board and to the ribbon wire of the bicarb pump. The biomed did not indicate if the machine would be repaired or if it would remain out of service due to this issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomed provided pictures of the reported damage which was stated to show visual evidence of possible thermal problems with the acid and bicarb pumps. The pictures showed discoloration damage to the cover of the distribution board and to the ribbon wire of the bicarb pump. The biomed did not indicate if the machine would be repaired or if it would remain out of service due to this issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework reported during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling and qc testing results were within specifications. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical engineer (biomed) at a user facility discovered that there was a blackened discoloration mark on the cover of the distribution board. This was noticed during inspection of the unit by the biomed. A patient was not connected to the machine at the time of the incident. Follow-up information with the biomed confirmed that there was no burning smell, no indication of any flames or sparks, and no melting of any components or to the wires or wire insulation. The biomed provided pictures of the reported damage which was stated to show visual evidence of possible thermal problems with the acid and bicarb pumps. The pictures showed discoloration damage to the cover of the distribution board and to the ribbon wire of the bicarb pump. The biomed did not indicate if the machine would be repaired or if it would remain out of service due to this issue.